Event description:
The programmer was returned to the manufacturer with no information. It was analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the device was slow to boot and when interrogating implantable pulse generators an error occurred. The stylus tip was loose and would not select.